Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet system, with a documented nadir of 47 mg/dl followed by a return to 190 mg/dl; the user was advised that the system increases insulin when glucose is above 190 mg/dl and suspends insulin when glucose is below 70 mg/dl, and was educated that adaptation to individual glucose trends can take up to several weeks. Symptoms included hypoglycemia. Outcomes included transient low glucose without escalation of care. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and cause of the hypoglycemia remained unclear. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate device safety behaviors explained. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.